Manufacturer narrative:
(B)(4) date sent: 10/2/2023 d4: batch # 413c17 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the bailout system was not activated. A test door was placed, and the knife reverse switch was activated and the knife returned to the home position as expected. Also, also, a gst60g reload loaded on the device was received fully fired. The device was tested for functionality in the straight position with a test door and a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. For the manual override would not work, to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. For the would not reverse button force, slide the knife reverse switch forward to return the knife to home position.  At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button and manual override worked properly during testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 413c17, and no non-conformances were identified.

Event description:
It was reported that during a hals low anterior resection, the device was fired a green reload across rectum. Stapler fired and cut but would not open and release tissue. Safety lockout steps were taken. The reverse button did not work, stapler would still not open, so went to manual override, this also did not work. Surgeon opened a second stapler and fired below and above the stapler that was locked in place to release it and remove from patient. Staples all formed and tissue cut. Operation continues successfully. Patient was not harmed.